Manufacturer narrative:
One imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned attached with a transfer mount for investigation. Visual inspection of the as returned product identified a fracture at the collar along with damage (gouges) possibly due to the removal process. The mount had also fractured at the hex. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name and email was not provided/unknown.

Event description:
It was reported that the implant fractured during placement procedure. The implant was removed and a new implant was placed during the same procedure. Tooth location 19.